Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient stopped wearing current aligners for a month because of the gum pain and gagging as well as too tight on my gums and the aligners go up to high and doesn't sit right on the teeth there was such a gap at the bottom.